Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 312, 309, 245 and 217mg/dl. The expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 203 and 185mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 309mg/dl n/a 12:00:00 pm fasting:yes, the 217mg/dl (B)(6) 2017 12:00:00 pm fasting:yes, the 148mg/dl n/a 12:00:00 pm fasting:yes, the 312mg/dl n/a 12:00:00 pm fasting:yes, the 245mg/dl (B)(6) 2017 12:00:00 pm fasting:yes. Customer concerned with high readings. Unable to verify date and time, date and time not set on meter.